Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing. Programming changes were made. There were no patient consequences and the patient was stable.